Event description:
The customer contacted baxter's technical service center regarding repriming the patient line, which occurred on the homechoice (hc) during use. The home patient (hp) states they removed the vented cap from patient line, connected themselves, saw the patient line was not primed, disconnected themselves and put the vented cap back on the patient line. The hp wanted to reprime. The technical service representative (tsr) explained to the hp that they had to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.